Event description:
Steris rec'd notification of an MDR filed by hosp and research center on may 14, 2007, which stated that the physician performing a bronchoscopy exam on a child observed black particulate material in the child's airways. The scope was used to suction the material out of the airways without incident. However, when cleaning the scope after the procedure, more black bits, about 1.5 mm in diameter, were observed coming out of the scope. According to the physician, the material was large enough to plug the airways in a small infant. The scope failed subsequent leak test and was returned to the MFR for repair. Subsequently, the black bits were identified by the staff pathologist at the hosp as originating from the scope. Hosp staff speculated that the sterile processing method (steris system one) could have damaged the internal parts of the scope. However, it was reported that the scope in question was completely refurbished by the MFR at the beginning of the year.

Manufacturer narrative:
Steris's investigation revealed that the facility reportedly identified the black substance as rubber originating from the pentax scope, not material associated with any steris device or accessory. Although the facility has acknowledged this complaint to be a pentax issue, steris provided in-svc training for the facility regarding its scope usage and placement practices. Steris also noted for the facility certain pentax testing that supports the compatibility of pentax scopes with the system 1 process. Based on the data available, steris does not believe that the system 1 was the root cause of the incident.